Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infected incision site following initial implant surgery. Activation could not be completed due to the infection. The recipient is scheduled for a cleaning of the incision site under general anesthesia on (B)(6) 2026.